Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event "injury to herself " updated to "essure removal", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1424 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (surgery to remove essure device). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2014 as reported. Date(s) of removal: (B)(6) 2022 as reported. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted (lot no. C06467) for female sterilisation. The patient had a medical history of endometrial ablation in 2018, uterine adenomyoma, cervicitis, trichomoniasis, abnormal uterine bleeding, lower abdominal pain, cholecystectomy, cesarean section, uterine fibroids, pelvic pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1667 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously date(s) of insertion: on (b(6) 2014 as reported. Date(s) of removal: on (B)(6) 2022 as reported. Discrepancy noted: removal date as per on (B)(6) 2018. As per on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, except cancer or prolapse. There is metallic wire identified within the fallopian tube stubbs. B. Ovary, cyst, right. B. Received in formalin labeled "right paraovarian cyst" is a wedge of firm tan tissue measuring 0.7 x 0.5 x 0.3 cm [pregnancy test] (date unknown): negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted (lot no. C06467) for female sterilisation. The patient had a medical history of endometrial ablation in 2018, uterine adenomyoma, cervicitis, trichomoniasis, abnormal uterine bleeding, lower abdominal pain, cholecystectomy, cesarean section, uterine fibroids, pelvic pain and uterine bleeding. On 2014, the patient had essure inserted. On (B)(6) 2018, 1667 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously date(s) of insertion: (B)(6) 2014 as reported. Date(s) of removal: (B)(6) 2022 as reported. Discrepancy noted: removal date: as per argus (B)(6) 2018; as per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, except cancer or prolapse. There is metallic wire identified within the fallopian tube stubbs. Ovary, cyst, right. B. Received in formalin labeled "right paraovarian cyst" is a wedge of firm tan. Tissue measuring 0.7 x 0.5 x 0.3 cm. [Pregnancy test] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.